Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was damaged by the injector during injection.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens. The root cause is most likely related a failure to follow the directions for use. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).